Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A f/u MDR will be filed.

Event description:
Received info regarding a cartridge alarm 19 during basal delivery. The customer's blood glucose level was not impacted.